Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by a sales representative via (B)(4) that an ar-9091-01 hindfoot nail targeting guide had alignment issues and an ar-9091-02 hindfoot nail cable tensioner would not tension. This was discovered during an pantalar arthrodesis for charcot foot with usage of ttc nail procedure with no patient harm. It was reported that during the procedure, the ar-9091-02 hindfoot nail cable tensioner did not fully open the proximal calcaneal screw slot. The device was removed while the nail remained in the patient and was reset to zero tension. The cables were then re-routed through the reset cable tensioner in an attempt to open the proximal calcaneal slot; however, the slot did not fully open as the device appeared unable to maintain full tension. The ar-9091-01 hindfoot nail targeting guide did not align with the screw slot. The case was completed using instruments from the 5.0/7.0 tray, placing a 1.6 wire and drilling with a 3.2mm cannulated drill to create the tunnel, after which the 5.0 screw from the hindfoot set was placed.